Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a loose oxygen (o2) fitting due to a loose interior nut of the bulkhead fitting. The service repair technician (srt) tightened the loose nut on the o2 inlet fitting. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported issue was discovered during routine checking of the units. The field service representative (fsr) verified that the o2 stem on the back of the epgs spun freely. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a non-clinical activity, the oxygen (o2) stem was loose going into the electronic patient gas system (epgs). There was no patient involvement.